Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 14-mar-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 400 ml, flow rate: unknown, procedure: shoulder surgery, cathplace: unknown. It was reported following shoulder surgery the patient received an on-q pain relief system for use in controlling pain related to his shoulder surgery. The pump was filled with ropivacaine 02% solution. Upon returning home the patient pressed the pump to deliver the set amount of ropivacaine, and instead, the pump released the entire contents of medication into patient's arm. The patient was taken to medical facility with shortness of breath and tachycardia and kept overnight for monitoring. The patient did not have any long-lasting effects from the infusion. No additional information was received.